Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was not confirmed. The product was returned with the outer carton and shrink wrap open. The drill was in a poly pouch and a tyvek pouch was not found inside of the carton. Review of the components issued to the order determined that the correct number of packaging components were issued per the bill of materials. The product packaging was 100% inspected prior to release for conformance. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the package was opened, it was revealed that the drill did not have any sterile packaging around it. No adverse events have been reported as a result of the malfunction.